Manufacturer narrative:
Product complaint # (B)(4). Date sent: 12/9/2019. Batch # t5cu4h. Additional information was requested and the following was obtained: is the lot number of the device available? What was the cause of the perforated bowel? Did the patient receive any preoperative chemotherapy or radiation? Can you please clarify what was meant by, ¿malfunctioned¿? How did the anastomosis fail? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were there any difficulties removing the device from the patient? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation? If so, please describe the shape and location. What is the current status of the patient? Response: the surgeon said the device malfunctioned meaning, it did not staple and only cut so the donuts were not formed well. Lot number is available on the device which is with quality. Please note that the surgeon is experienced and has been using our device for a long time. The device was not difficult to close or fire. This is the most information I could gather from the surgeon. Device evaluation summary: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer uncut, indented and there were no staples present. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples met the staple form release criteria. Device returned was confirmed to have an uncut washer. Device batch information was reviewed, and it was confirmed to be manufactured after implementation of corrective actions related to the field action, however, no additional testing is required. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. Before firing the device, the orange indicator should be fully within the green range of the gap setting scale and the safety should not be released prior to firing. Also, if the firing sequence is not fully completed (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that there is a product complaint with cdh29a. The circular stapler cdh29a was used during a surgical procedure and malfunctioned. The procedure was laparotomy for perforated bowel. The device was removed from the procedure as the anastomosis failed and the surgeon completed the procedure by creating a colostomy for the patient. At some stage, the patient may need to have the colostomy reversed and anastomosis redone which entails another surgical procedure.

Manufacturer narrative:
(B)(4). Updated device evaluation summary: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer uncut, indented and there were no staples present. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. Device returned was confirmed to have an uncut washer. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. Before firing the device, the orange indicator should be fully within the green range of the gap setting scale and the safety should not be released prior to firing. Also, if the firing sequence is not fully completed (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.